Manufacturer narrative:
Correction: d10: 1 scs lead should be removed as it is now reportable. Correction: a4: patient weight updated to reflect current weight.

Event description:
Manufacturer reference number: 3006705815-2023-06800. Additional information indicates, surgical intervention was taken place on (B)(6) 2023 where the ipg was replaced to address the issue. It was also reported that the leads were explanted on (B)(6) 2023 as well due to one contact having high impedance. It is unknown which lead had high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. Further information requested, not yet received.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting was able to resolve the issue. The device is providing therapy.